Manufacturer narrative:
Stryker further evaluated the customer¿s device at the product assessment center (pac) and verified that only the foam gasket around the therapy contact pins was damaged. The electrode tray was not damaged. Service technician also observed that the device doesn't turn on when lid opened and the cause of the issue was isolated to the reed switch, sw5.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation stryker observed that the electrode tray of their device is damaged. In this state the device may not be able to provide defibrillation therapy, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and observed that the electrode tray of their device is damaged. The customer will be provided with replacement device. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation stryker observed that the electrode tray of their device is damaged. In this state the device may not be able to provide defibrillation therapy, if needed. There was no report of patient use associated with the reported event.